Event description:
It was reported anesthisia was ineffective in the bd¿ whitacre spinal tray. The following was received by the initial reporter: customer called and left vm that the medicine in the spinal tray is ineffective.

Manufacturer narrative:
Pr (B)(4). Follow up MDR for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001513983 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Retain samples were analyzed, per the drug retain visual examination procedure, and no issues were identified. Based on the available information we are not able to identify a root cause at this time. Supplier was also notified of the reported failure mode. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
B3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported anesthisia was ineffective in the bd¿ whitacre spinal tray. The following was received by the initial reporter: customer called and left vm that the medicine in the spinal tray is ineffective.